Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius custom combi set with a defective arterial line that resulted in a clotted dialyzer during patient treatment. The blood loss was confirmed as less than 100ml. Due diligence attempts were exhausted, but no additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius custom combi set with a defective arterial line that resulted in a clotted dialyzer during patient treatment. The blood loss was confirmed as more than 100ml. Due diligence attempts were exhausted, but no additional information was provided.

Manufacturer narrative:
Additional information: added concomitant medical products and therapy dates plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Nine lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. One of the nine reviewed lots had no indication of deviation notices during the production of the lot. Eight of the nine lots had one to multiple approved deviation notices on the lots. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.